Event description:
Customer reported that pump screen was dark and non-responsive. Customer did not know if their blood glucose level exceeded 500 mg/dl during the event. Cts attempted troubleshooting steps, which failed to turn on the display. Cts instructed customer to use manual finger press and plug pump into a power source, but pump screen remained dark, and a red led was blinking around button with pump vibrating intermittently. As a resolution, cts arranged to replace the faulty pump. Customer was advised to use mdi as a backup therapy and was given instructions for storing and returning the problematic pump, as well as for setting up the replacement pump.